Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 failing patient side occlusion. Technical support: 1. Clear the occlusion. 2. Using the applicable maintenance software: a. Perform the patient side occlusion test. B. Perform the calibration and/or replace the pressure sensor. 3. Return the module to the factory. Biomed already did a pressure calibration and module still fails. Recommend to replace pressure sensor. Biomed will conduct repair. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 20nov2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance for patient side occlusion. The tech recommended clearing the occlusion and performing pso test, calibration and replacing the pressure sensor. The biomed performed pressure calibration and the device continued to fail, then replaced the pressure sensor. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for patient side occlusion. The tech recommended clearing the occlusion and performing pso test, calibration and replacing the pressure sensor. The biomed performed pressure calibration and the device continued to fail, then replaced the pressure sensor. There was no patient involvement.